Event description:
The customer reported that the ssl-20-supernova nasal pap ventilation system(large) 50-r3439-07 was used during an upper endoscopy. The device was defective, had multiple holes at the end of the bag and the color faded. The device was kept away. According to the crna and anesthesiologist, the same issue happened before. There is no known patient impact.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.